Event description:
A hole was discovered by the facility on (B)(6) and the bronchoscope was sent to olympus on (B)(6). The facility informed the olympus support specialist (es) on (B)(6) that there had been three pts were examined with the same bronchoscope on three different biopsy procedures/days, and the pts biopsy samples tested positive for elizabethkingia meningoseptica. Two of the pts are improved. As part of our investigation of this report, as the ess visited the user facility to assess reprocessing practices and recommended performing an electric leak test instead of manual. The outcome of the olympus scope assessment is unknown. (B)(4).